Event description:
It was reported that the patient was experiencing a loss of therapeutic effect over time. The patient met with the representative approx. 1 - 1.5yr. Ago for reprogramming. Prior to that following her implant her stimulation worked without her having to make adjustments. Now she was having to make adjustments. For the past week she had been getting up 3-4 times per night. The patient checked the ins today using the icon and the ins showed off. The patient expressed confusion regarding which button on icon to press when. Caller will try prog. 4 and be aware to not press the neurostim off button. The patient was currently on program 4 at 1.8v at the end of the reporting. The patient was going out of the country. No dates were provided regarding this event. The patient was going through some testing and a health care provider wanted to do an MRI but the patient knows she cannot have an MRI. Approximately 10 days ago the patient had an emg done. The healthcare provider doing the emg could hear the pulses of the neurostimulator. The neurostimulator was on during emg. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v288851, implanted: 2009 (B)(6), explanted: product typ lead product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).